Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, yellow particles device inner surface, void >1 mm in non-textured and one linear opening. A leak test and microscopic analysis was performed which identify: one opening crease sharp, wear abrasion and one opening striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening crease sharp assessed as fold flaw opening; one opening striated assessed as surgical damage.

Event description:
Healthcare professional reported a right side deflation. The device was explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.